Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during lateral entry femoral nail (lefn) part replacement surgery the tooth came off from percutaneous insertion handle. It was not recovered. There was no procedure delay and was successfully completed. No known fragments. Patient status and outcome are unknown. This report is for one (1) percutaneous insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part: 03.010.046, lot: 3050743, manufacturing site: haegendorf, release to warehouse date: 23. Feb. 2009. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. It was reported that on (B)(6) 2019, during lateral entry femoral nail (lefn) part replacement surgery the tooth came off from percutaneous insertion handle. There was no procedure delay and was successfully completed. No known fragments. Patient status and outcome are unknown. Flow: broken. Visual inspection: the percutaneous insertion handle (part # 03.010.046, lot # 3050743, mfg 23-feb-2009) was received at us cq with some signs of wear and deformation to the device. The tooth is broken off and was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as there is no relevant feature to be measured. Document/specification review: the following drawing(s) was reviewed; percutaneous insertion handle: 03_010_046. The device shows signs of significant impact from over 10 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint therefore a material/hardness review will not be performed. Conclusion: the complaint condition is confirmed as the percutaneous insertion handle (part # 03.010.046, lot # 3050743) was received with the tooth broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received from sales consultant, via email on january 31, 2019. Complaint details and information confirms that there were no fragments retained in the patient.